Event description:
It was reported that a user new to the ilet experienced nocturnal hyperglycemia, with glucose rising around midnight into the 200s for approximately five and a half hours and returning to target by early morning, without use of backup therapy or ketone testing, and with no medical intervention. Symptoms included no reported clinical effects. Outcomes included no functional impairment or hospitalization. Investigation included troubleshooting and user education provided by support, including discussion of training resources and confirmation that the ilet does not need to be removed for an EKG. Investigation of this case revealed no device malfunction and a cause that remains unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.